Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device would not charge when using a set of hard paddles.  No further details were provided.  As a result, defibrillation may not be possible. There was no patient use associated with the reported event.

Manufacturer narrative:
A third party service agent evaluated the customer's device but was unable to duplicate the reported issue.  After observing proper device operation through functional and performance testing the unit was returned to the customer for use.  The device was not returned to physio-control for evaluation. The cause of the reported issue could not be determined.